Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that one of the hinge seat brackets on the base frame was broken and had completely separated from the frame, and the seat frame was broken on the left side near the welded bracket closest to the crossbar, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states frame is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states frame is broken.